Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) level of "high" on the continuous glucose monitor and vomiting. Cause was not known. Customer administered a manual injection and changed pump supplies to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.